Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent moved forward on the catheter. The physician was attempting to treat a 90% stenosed target lesion in the proximal right coronary artery (rca). The target vessel was heavily calcified and severely tortuous. The target lesion had been predilated with a 2.75x20mm non-bsc balloon. The physician was unable to cross the target lesion with a 2.75x16mm taxus express2 drug eluting stent (des). The stent was not deployed. The stent delivery system (sds) was being pulled back when the stent "got caught going back into the guide". The stent moved forward on the catheter. The procedure was completed using a "buddy" wire of unknown manufacturer as well as another 2.75x16mm taxus express2 des. There were no pt complications reported and the patient's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.